Event description:
It was further reported that the stent did not dislodge as previously reported. The stent moved on the balloon during advancement in the right coronary.

Event description:
It was reported that during a stenting treatment procedure, the stent dislodged. The patient was treated for a distal lesion located in the right coronary artery. The physician observed that the promus element stent dislodged and moved forward. At the level of the lesion, the stent was deployed after the inflation of the balloon, but the distal third part didn't deploy. The physician removed the stent balloon, and used another unspecified smaller balloon (1.5 mm) to open the distal part of the stent. A 2.5mm unspecified balloon was used for post dilatation. The stent was implanted successfully. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).